Event description:
The customer reported that she has been experiencing low blood glucose levels in the mornings. The customer also stated that she was hospitalized due to low blood glucose levels of 20 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was correct. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.